Event description:
Loss of osseointegration - periodontal disease, no thread tap used, primary stability was achieved, implant was completely covered by bone, inadequate bone quality/quantity, mobility.